Manufacturer narrative:
Additional information: d.11 the customer¿s report that the tubing set leaked at connection was not confirmed. No anomalies were or evidence of damages were observed during initial visual inspection. Functional testing did not to replicate any leaks with the returned set. Pressure testing also found no anomalies. The mating component that was in use during the customer event was not returned for evaluation. Model 2426-0007 male luer port was measured and found to be within iso standards with the male go/nogo gauges. The root cause of the customer¿s experience was not identified.

Event description:
It was reported that the tubing set leaked at connection to an unspecified mating device during use on a patient. Although blood leaked onto the patient's clothing and there was a slight delay in treatment, there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Requested but not provided.

Event description:
It was reported that the tubing set leaked at connection to an unspecified mating device during use on a patient. Although blood leaked onto the patient's clothing and there was a slight delay in treatment, there were no adverse effects caused to the patient from the event.